Manufacturer narrative:
The recharger (97755-s), serial number # (B)(6) was returned for product analysis. Analysis found no issue with recharger telemetry module (rtm) finding the implantable neurostimulator (ins) and passed the final functional test. The recharger (97755-s), serial number # (B)(6) was returned for product analysis. Analysis found no issue with recharger telemetry module (rtm) finding or charging the implantable neurostimulator (ins) and passed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they are having ongoing issues with charging the implant. Caller stated that it takes forever to find the happy spot when trying to charge the implant, and when they do it will say good or excellent and then the controller will beep and say retry. Caller added that this has happened about 5-6 times today and they have to turn the controller off and back on again to get it to work. Caller noted that last night they charged the implant 10% and then a message came up telling them to recharge the controller. Caller said they plugged the controller in and it was fully charged and the implant was at 60%. Caller stated it took 50% of the controller battery to charge the implant from 60% to 100%. Caller noted that this first started just after christmas and they called their rep who had them reset the controller battery. Caller stated several times that they don't think that is should be like this and take this long to get recharged. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller reinserted the battery and confirmed controller was 90% and implant was 100%. Caller continued to say that it shouldn't act like this. The issue was not resolved. An email was sent to repair to replace the recharger. It was also reported that manufacturer representative was present with patient in the clinic and reports the patient is continuing to have issues charging in which they can charge to 80% and not beyond this with their new recharger. Manufacturer representative states she was charging at the time of call and had been charging for 10 minutes without getting above 80%. Representative states the controller is showing the recharge quality going back and forth between good and excellent recharging, then drops to poor. Also, states the patient's ins is flat and superficial. Technical services (tss) advised manufacturer representative to try using another controller with the patient's li battery, however this did not resolve the issue. Representative states that the patient was previously having some heating at the site of the ins if the battery level went below 60%, this was resolved when the recharger was replaced in april. A replacement recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they are having ongoing issues with charging the implant. Caller stated that it takes forever to find the happy spot when trying to charge the implant, and when they do it will say good or excellent and then the controller will beep and say retry. Caller added that this has happened about 5-6 times today and they have to turn the controller off and back on again to get it to work. Caller noted that last night they charged the implant 10% and then a message came up telling them to recharge the controller. Caller said they plugged the controller in and it was fully charged and the implant was at 60%. Caller stated it took 50% of the controller battery to charge the implant from 60% to 100%. Caller noted that this first started just after christmas and they called their rep who had them reset the controller battery. Caller stated several times that they don't think that is should be like this and take this long to get recharged. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller reinserted the battery and confirmed controller was 90% and implant was 100%. Caller continued to say that it shouldn't act like this. The issue was not resolved. An email was sent to repair to replace the recharger. Later, manufacturer representative was present with patient in the clinic and reports the patient is continuing to have issues charging in which they can charge to 80% and not beyond this with their new recharger. Manufacturer representative states she was charging at the time of call and had been charging for 10 minutes without getting above 80%. Representative states the controller is showing the recharge quality going back and forth between good and excellent recharging, then drops to poor. Also, states the patient's ins is flat and superficial. Technical services (tss) advised manufacturer representative to try using another controller with the patient's li battery, however this did not resolve the issue. Representative states that the patient was previously having some heating at the site of the ins if the battery level went below 60%, this was resolved when the recharger was replaced in (B)(6) . A replacement recharger was sent out. No symptoms were reported.